Manufacturer narrative:
Evaluation, results: patients condition affected the effectiveness of the device (85% stenosis); inherent risk of procedure (stent deformation); deformation problem (stent deformation). Results: device failure related to patient condition (85% stenosis); known inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca exhibiting 85% stenosis with vessel tortuosity. During the surgery, the lesion was pre-dilated, but the endeavor resolute device could not cross the target lesion. The physician removed the stent and changed other brand of product to complete the procedure. It was reported that no abnormalities were noted during inspection of the endeavor resolute prior to procedure. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis, the stent was noted to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. A number of struts were raised and deformed on the 6th proximal segment. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).